Event description:
During a thoracotomy an ez35w was fired for the third time and it began to make a loud cracking sound. The surgeon was only able to fire the device halfway. There had been no problems with the first or second firing of the device. The surgeon clamped the vessel and used a second device without incident. There was no consequence to the pt. Both devices are being returned for analysis due to the nurse not knowing which device had the difficulty at the end of the case. Clinical follow up: 1/24/97 1337 was referred to another office: 717-291-6750. Message and 800# left for md call back. 1/27/97 nncl sent.

Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instruments reportedly "made a loud cracking sound" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was diassembled to examine the internal components and no deformations could be idenfitied. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure if functions properly.